Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem was making an odd noise and that battery was not holding a charge. The patient was issued a replacement charger/modem and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (makes odd noise/does not work properly) was confirmed. As received, the charger would not recognize a battery pack. Upon evaluation, the u13 component was shorted and the battery board was corroded. The cause of the inability to recognize the battery pack is the shorted u13 (8-bit cmos flash micro-controller) component. The cause of the shorted component is the corrosion. The cause of the corrosion is contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't hold charge) was confirmed. As received, the battery was nonfunctional when put into a charger and monitor. Upon review of the patient's flag files, there was no current flowing to the battery during charging. The cause of the inability to hold a charge is a low output voltage. The cause of the low output voltage is a lack of current flow during charging. The cause of the lack of current flow is the contaminated charger/modem. No adverse event resulted from the contaminated charger/modem and defective battery pack. The patient received a replacement charger/modem and battery pack. Device manufacture date: charger/modem: 08/2012, battery pack: 01/2013.